Event description:
Boston scientific corp became aware that during a procedure the physician attempted to use the subject device with a prowler-14 microcatheter, and it did not go through. The physician then attempted to use a magic ball guidewire and also did not work. The physician switched to an excelsior sl-10 microcatheter and this one also did not work. The case was completed with a different guidewire. The pt was reported in good condition.